Manufacturer narrative:
(B)(4). Batch #: r92y0f. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. The handpiece was connected to the generator and it did recognized it. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. No communication issues were noted as reported at any time. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during before unknown procedure the device didn't work and it wasn't recognized by the generator. Spare one used to complete the case. No consequences on the patient.